Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a build-up on the ict probe, the ict module had exceeded the warranty tracking for sample count, and quarterly maintenance was overdue. The fsr resolved the issue by performing quarterly maintenance and replacing the ict module and ict probe. In addition, the fsr replaced the internal probe wash bellows, dry nozzle, dry tips, and aligned the cuvette washer as a precaution. No additional discrepant result issues have been reported since the service activity was completed. The ict module and the ict probe were determined to be the cause of the issue. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the ict module and the ict probe. Based on the information within the complaint record, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module. The following data was provided (reference range 136 to 146 mmol/l): sid (B)(6) initial result 125.6 mmol/l, repeated 122.3 and 138.8 mmol/l. No impact to patient management was reported.